Event description:
Consumer reported that after insertion of a tampon pledget and removal of the insertion tube from her vaginal cavity, the string separated from the pledget. She received assistance from her husband who manually removed the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.